Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 490 mg/dl. Customer stated current blood glucose as 345 mg/dl. High blood glucose was treated with manual injections. The customer stated that the he was using insulin pump system within 48 hours. Customer did not reported any symptoms as a result of high blood glucose. Customer was using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.